Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and anomalies were found. (B)(4).

Event description:
It was reported that the device was checked prior to implant and the battery bar was grey and voltage was 2.93 volts. The device was not used. There was no patient involvement.